Event description:
It was reported that during a ptca/stent procedure, the stent was deployed at 10 atm. An attempt was made to deflate the stent delivery system (sds) balloon, but the balloon would not deflate. The balloon was stuck inside the stent, so a syringe was used to remove the contrast from the unit, but the balloon would still not deflate. The sds was pulled hard to remove it from the stent, this pulled the guiding catheter down and deep seated it into the lad to get the balloon out of the stent and into the guiding catheter. Once the sds was in the guiding catheter it was removed. The patient experienced transient chest pain and an ECG change; however, the patient outcome was good.